Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed, when connecting the camera head. The evaluation found the issue at the connector after advanced diagnostics. The housing was noted, to have normal cosmetic wear and tear. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the 4k camera head displays communication error e224. Inspection and testing of the returned device found error e224 appears when connecting the camera head. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following sections were corrected: d8, h4. Based on the results of the investigation, the phenomenon was reproduced. It was determined that e224 error occurred due to defect of the connector part. E224 error is the error that occurs when communication with a camera head fails (instruction manual of otv-s400 chapter 9 when abnormality occurs. 9.2 how to tell the abnormality and how to handle it). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ¿ olympus will continue to monitor field performance for this device.